Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a broken black cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with initial reporter and obtained following additional information: the black conductor wire on fenestrated bipolar forceps instrument had full breakage with clean cut. There were no reports of loss of cautery associated with broken/loose cable. There were no signs of thermal damage at the site of breakage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed.